Event description:
Boston sci. Received information that this atrial lead dislodged. The helix function was questioned and upon inspection post explant, the helix would not extend or retract in the proper fashion. The explanted lead was replaced with a non-guidant product. There was no reported averse pt effects.